Manufacturer narrative:
Covidien technical support troubleshoot the issue with customer over the phone, and recommended to run the unit for 48 hours. Contacted hospital's biomed and he reported that allege malfunction could not be duplicated. Covidien was not authorized to service the device.

Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.